Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) fainted. The patient contacted a latitude customer support consultant asking if their device had provided a shock. The patient was not at home at the time of the call and was instructed to perform a patient-initiated interrogation (pii) once back at home and to also contact their clinic. Besides the fainting episode, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) fainted. The patient contacted a latitude customer support consultant asking if their device had provided a shock. The patient was not at home at the time of the call and was instructed to perform a patient-initiated interrogation (pii) once back at home and to also contact their clinic. Besides the fainting episode, no other adverse patient effects were reported. This s-ICD remains in service.